Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported with a description, one of the lens haptic was broken. Additional information was received, the defect was discovered when the lens was to be loaded into the cartridge. The procedure was completed on the same day with a new lens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).